Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
Additional information was reported indicating that this product was removed and replaced as a result of the initially reported premature battery depletion. No additional adverse patient effects were reported. This product has been returned and analysis was completed.

Event description:
It was reported that this pacemaker (pg) battery, appeared to be depleting prematurely. Data analysis confirmed the early battery depletion appeared to be due to a power consumption has been increasing steadily over the past year. This is consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pg environment. The clinician is concerned about the status of the patient, as they previously had a stroke. Thus the clinic will monitor the battery status closely. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.